Event description:
A surgeon reported that the system shut down during a procedure. There was a two hour delay while an alternate unit was brought in to complete the case. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).